Event description:
The laser system has the following problem: "flow sensor error on chiller diode". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to flow sensor error on chiller diode. After the component replacement the laser system restarted to work. We are unaware about patient injury.